Event description:
Per the clinic, it was reported that the receiver/stimulator had extruded (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic the patient experience wound dehiscence (date not reported).

Event description:
Per the clinic, the patient experienced an mrsa infection at the implant site. The cultures returned positive for the infection. On (B)(6) 2023, the patient was placed on a 30 days course of IV and oral antibiotics. The patient also experienced skin breakdown at the implant site and underwent a surgical procedure (date not reported) in order to drain the site. The patient was treated with oral steroids (specific date and duration not reported). The patient was hospitalized (date not reported) and the device was explanted on (B)(6) 2023.